Event description:
It was reported that the surgeon was performing a cervical lateral mass fixation. "The surgeon was preparing the pedicle for screw insertion using the drill. When he put the drill into contact with the patient to use the instrument as indicated, the end of the drill snapped off. The drill was being operated by hand and not with any other powered device. There was nothing retained in the patient in accordance with this incident, and the broken part of the instrument was removed and caused no injury." No further details are known at this time.

Manufacturer narrative:
(B)(4). The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
Additional information: analysis of the returned device shows that the tip of the drill bit has broken off ¿15mm from the tip. The tip was not returned for evaluation. There does not appear to be any surface defects around the area of the break, the diameter and hardness are to print specifications. Under microscopic evaluation this appears to be a quasi-brittle fracture, there does not appear to be any material defects or fatigue lines. The break is consistent with failure through torsional overload.